Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to moisture ingress with damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the one touch ping model pump experienced a temp - damage w/moisture ingress issue. This report was received from various sources. The patient associated with this allegation ranged was 20 years of age. There was no weight information given. The reported patient was male.